Manufacturer narrative:
Corrected information was provided by the customer. It was determined that the customer's initial report of false non-reactive architect anti-bc ii assay results was not correct. The customer's issue was with falsely elevated architect anti-be assay (list 06c34-25) results. This MDR (manufacturer's report#: 1628664-2016-00060) was inadvertently filed in error. The updated information does not fit established criteria for a reportable event. Initial MDR filed in error.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer reports a (B)(6) result generated for one patient sample tested with the architect (B)(6) assay on an architect i2000 analyzer. The sample initially generated a (B)(6) result of 0.9 s/co but was retested and generated a (B)(6) result of 52.1 s/co. No suspect results were reported from the lab with no patient impact. A service call was generated to inspect the analyzer.